Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix visibly bent. No further helix function tests are possible.

Event description:
It was reported that during the implant procedure the screw in mechanism was checked prior to insertion into the patient. Once inserted the screw did not extend into the heart. The lead was removed and no patient complications have been reported as a result of this event.